Manufacturer narrative:
On 04/30/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3504001bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis developed pain in her right breast. The patient reported that her right breast prosthesis was causing her pain and she could feel a lump underneath. In addition, the patient stated that the right breast gets very hot. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/16/19, it was reported to mentor that the alert date for the complaint was 4/16/2019. Therefore, the due date for this complaint was 5/16/2019. Manufacturer¿s reference number: (B)(4).